Manufacturer narrative:
(B)(4). Batch # p92a5g the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of both lots. Two lot numbers were reported but it is unknown with lot is affiliated to the complaint device. P4rk7f: expiration date 04/30/2022 ¿ manufacturing date 06/01/2017; p4rg9p: expiration date 04/30/2022 ¿ manufacturing date 05/10/2017.

Event description:
It was reported that during a gastric bypass procedure, on the fourth, fifth and sixth firing clip did not fully close. Another like device was used to complete the procedure. There were no adverse consequences for the patient.